Event description:
60mm robotic sureform stapler jaws would not open, in/out of patient body during surgery for hiatal hernia repair and robotic-assisted modified duodenal switch with duodenal ileostomy. No harm to the patient was noted. The defective product will be sent back to the manufacturer to their investigation department.